Event description:
There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user hung a new tpn bag and lipids and changed the IV tubing for both. Approximately 15 minutes after the infusion was started it was noted that the lipids were backing up into the tpn tubing. The user checked the IV site and open the roller clamp to clear the tubing when noticed the tpn was leaking out of a tiny hole in the tubing located next to the connection with the filter. The tpn tubing was changed and no other issues was observed. The event occurred in nicu

Manufacturer narrative:
The customer¿s report of leaking was confirmed. The set was visually inspected and a crack was noted in the female luer wall. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the crack. The cause of the customer¿s report was a crack in the extension set's female luer. The root cause of the crack is unknown.